Event description:
The customer contacted philips to report that their ac power module was not working. The customer requested a part number for the ac power module. There was no report of patient involvement.

Manufacturer narrative:
Pr# (B)(4). A follow up report will be submitted upon completion of the investigation.